Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device failed the self-test. There was no patient involvement. The fse evaluated the device on site and determined the power selector switch is faulty. The fse disassembled the machine and reinserted the connection cables of the energy switch and ui pca resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was with the power selector switch; however, disassembling and reassembling parts resolved this issue. The reported problem was confirmed. The fse disassembled the machine and reinserted the connection cables of the energy switch and ui pca resolving the reported issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.